Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 425mg/dl. The customer states the bolus button works, but sometimes it sticks. The customer states they are on a loaner pump at the moment. The customer states they would return the pumps after they had spoken to their healthcare provider. The customer declined to troubleshoot at this time, and states they would like to contact their doctor first. No further assistance needed at this time.